Manufacturer narrative:
(B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r. During evaluation, the force sensor was found to be out of calibration.

Event description:
Pump was returned to animas. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.